Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the sys shut down without command. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with this complaint.